Event description:
In 2009, pt presented with a mild ectatic iliac on the right and approximately 18mm iliac on the left; had successful implant of a 28-16-120bl bifurcated device, a suprarenal proximal extension, and a limb extension on the left. Despite the ectatic iliac on the right, there was adequate seal at the close of the procedure. F/u CT revealed a distal type I endoleak. Five months later, the pt was treated with an ectatic limb extension on the right, with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Ectatic right iliac was not treated at the time of the initial procedure.